Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited loss of capture after fixation. It was then noted that the device chevron was rocking back and forth about a half rotation. The device was un-fixated as a result and retrieved. While manipulating the catheter outside of the patient's body, it could not be released from the device. The device was replaced and a new one was implanted. The patient was stable.

Manufacturer narrative:
Reported events of failure to capture, separation failure, and device dislodgment could not be confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.